Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in a (B)(6) female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included baby premature and miscarriage. Concomitant products included simvastatin (simvastin) since 2017 for raised triglycerides as well as hydrocodone bitartrate;paracetamol (vicodin), ibuprofen since 2018, ketorolac tromethamine (toradol), lorazepam (ativan) and medroxyprogesterone acetate (depo provera)(B)(6) 2010 to (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"). In (B)(6) 2010, the patient experienced amenorrhoea ("amenorrhea"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced mood swings ("hormonal changes - mood swings"). In 2012, the patient experienced back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia / menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain upper ("gastrointestinal or digestive system condition - stomach pain") and was found to have weight increased ("weight gain"). In 2018, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdomen pain"), alopecia ("hair loss"), headache ("headaches"), visual impairment ("vision problems") and menstruation irregular ("irregular menses"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, amenorrhoea, urinary tract infection, migraine, fatigue, weight increased, abdominal pain upper, mood swings, alopecia, headache, visual impairment and menstruation irregular outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amenorrhoea, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010. Patient received treatment for bladder/urinary problem uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. Imaging procedure on (B)(6) 2010: test(s) (essure confirmation unspecified) bilateral occlusion. Pregnancy test on (B)(6) 2010: negative. Lot number: 678819 manufacturing date: 2009/10 expiration date: 2012/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received. New event: irregular menses was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.